Event description:
It was reported that a diagnostic anomaly resulting in episodes incorrectly registered as atrial fibrillation was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.